Manufacturer narrative:
The actual device was returned and examined by a quality engineer. The investigation results concluded the shield breaking was not caused from processing or insufficient drying time of the material. Also, the device did not show any voids in the material. Most probable cause was due to user handling of the device. We consider this investigation complete and the complaint closed.

Event description:
It was reported that "trocar tip broke off during surgery and fell into the pt. Could not find the piece."